Event description:
It was reported that the insulin pump alarmed no delivery excessively and that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 614 mg/dl. The customer stated that within the past month, the insulin pump alarmed no delivery, they changed the infusion set, and two hours later the alarm recurred. The customer stated that in the last day, the issue recurred 4 times. The customer changed the set and the insulin pump still alarmed no delivery. Upon admission, the customer was treated with intravenous fluids. The customer reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis. The customer did not wish to troubleshoot and requested replacement of the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.